Event description:
It was reported that the black cover of the led fell off during testing conducted at the user facility. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the black cover of the led fell off during testing conducted at the user facility. No patient involvement or procedural delays were reported with this event.